Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer blood glucose level was 47 mg/dl and the current blood glucose level was 97 mg/dl. The customer was declined to troubleshooting for low blood glucose. Customer stated that blood in the tubing and squirting out when she removes her set. Customer did not receive medical treatment as a result of the site issue. It was unknown that the customer did used to auto mode feature at the time of event. The insulin pump will not be returned for analysis.